Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that pr#5571296 and pr#5562669 address the same reported issue regarding the system not booting up which led to failure of emitting x-ray. This was due to communication issue with the flat detector controller because of leakage of coolant. The investigation has been addressed in pr#5562669 (emdr reference number: 3003768277-2025-000288). Hence, this complaint will be closed as a duplicate. The codes were updated based on the investigation outcomes.